Manufacturer narrative:
Citation: roule, v. Md et al. Angles between the aortic root and the left ventricle assessed by mdct are associated with the risk of aortic regurgitation after transcatheter aortic valve replacement. Heart vessels (2018) 33:58¿65 doi 10.1007/s00380-017-1032-1 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the use of multidetector computed tomography to assess angles between the aortic root and the left ventricle and the association with regurgitation. All data were collected from a single center between 2010 and 2014. The study population included 136 patients, 34 of which were implanted with a corevalve transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly male; mean age 83.7 years; mean weight 70.9 kg. Among all patients adverse events included: ischemic and hemorrhagic cerebral vascular accident (cva), myocardial infarction (mi), calcification, permanent pacemaker implant, vascular complications, bleeding, heart failure and aortic regurgitation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.